Event description:
It was reported that patient underwent elbow arthroplasty procedure in 2003. Patient fell on in 2008, and radiographs showed the ulna component fractured; patient returned to surgery about 13 days later for revision procedure.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. There have been no trends identified related to this type of event. Evaluation of the returned device found evidence of fracture due to an impact load on the lateral side of the implant followed by fatigue failure of the ulnar ring.